Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty stirrer motor. The motor was replaced to resolve the reported issue and subsequent functional verification testing was completed without further error. The unit was returned to service. The replaced motor was requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was noisy and displayed an error message following a procedure. There was no report of patient injury.

Manufacturer narrative:
The replaced stirrer motor was returned to livanova (B)(4) for further evaluation. Investigation of the returned device was able to confirm the reported failure. A damaged bearing was identified during inspection, which was determined to be the cause of the issue. It is unknown how the bearing became damaged.